Event description:
Major pump unit(s) involved: external control system failureadditional text: external battery. See belowspecific component(s) involved: external battery malfunctionadditional text: appeared fully charged by battery indicator but charger indicator appears red, not greenother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external batteryother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external battery malfunction